Event description:
Medtronic received information that approximately four years, eight months following the implant of this transcatheter bioprosthetic valve, central aortic regurgitation was noted on echocardiogram following patient complaints of shortness of breath. Subsequently, four years, eight months, twenty-two days following implant a non-medtronic valve was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.